Manufacturer narrative:
Importer's feedback: 1) the subcontractor has done biocompatibility testing in the past and have confirmed that its materials are safe to use. No similar complaints have been received for these products. No changes have been made to the manufacturing steps. The cause of the allergic reaction is inconclusive at this time. 2) potential causes identified in the past (for other products) included external sources such as a patient's medication and soaking of the appliance in mouthwash. 3) more information was requested but this is all that is available at this time. 4) the FDA cfr 21 subpart 803.10 b) requires that the importer informs the manufacturer of such occurrences. That requirement was not applicable in this instance since it was the manufacturer who made the importer aware of the occurence.

Event description:
The patient reported that while wearing an appliance/denture made from zirlux acetal material he / she developed an allergic reaction.